Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to e3 of the initial medwatch. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section which state: operation manual, appendix olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and upon evaluation, the following were confirmed; leak it(insertion tube) deep cut, dents, a-rubber glue(bending section cover), a/w(air/water ) inlet loose/misalign, leak deep cut at 15 mark, buckle/dent at 70 mark, I/t(insertion tube) insulation, buckles and rough, corrosion and angulation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope attachment attached to the endoscope fell off. The issue was found during preparation for use. There were no reports of patient harm.